Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.